Event description:
It was reported via clinic notes that the patient has been having an increase in general tonic clonic seizures since the day before visit and it was noted by the physician that the mother swipes the magnet however has not taken steps to get vns replaced so it is unclear whether the device is still working. T was also noted per the physician that given the high duty cycle and last estimated battery status, the physician is not sure if the device is still working. No surgical intervention has been reported to date. No additional relevant information has been received to date.